Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) american indian or alaska native male patient had impella 5.5 pump inserted. The pump stopped and another pump was used.

Manufacturer narrative:
The root cause of the pump stop was due to ingested biomaterial.